Manufacturer narrative:
During follow-up, the patient said she had used the catheter from another manufacturer and the k1 kits for over four years without a problem. She reported that her doctor thought the infection may be related to her medical supplies and catheterization. She noticed in (B)(6) 2021 that a few units of k1 kits had some "sand like" debris like "grey silver specks" when she opened the package that fell out and some discoloration of the gloves. She did not use the kits after discovering those units and prefers to not use the k1 kits again. The patient had the suspect gloves to return but decided not to return them and discarded the problem units. The patient also provided another lot number, 19307801, but was unable to confirm the lot number of the k1 kit with the gloves she was using at the time of the infection and if it was from this lot.

Event description:
Intermittent catheter patient (user) said she got a urinary tract infection (uti) and has been sick for six months concurrent with use of a catheter from another manufacturer but thinks it is from using gloves from a cure medical brand catheter kit (gloves, bzk wipe, collection bag, mattress protector, lubricating jelly). She notices the gloves have had a black substance on or in the gloves - more than dust - looks like it was wet, dried, and then flaked off. The black substance is embedded in the rim of the glove. The patient said the bacteria is rare according to her doctor who cannot tell where it is coming from but knows it is catheter related. During follow-up, the patient said was prescribed a dose of bactrim, then a second and third dose, but the infection was not resolved. She was then placed on bactrim as a maintenance antibiotic that resolved the infection and feels fine now.